Event description:
The customer reported that the blood glucose device gave lower than expected readings during two hyperglycemic events. On (B)(6) 2017 at 4:00 pm the customer received a blood glucose result of 78 mg/dl on her aviva (45506122893) system. The customer experienced symptoms of feeling dizzy and being uncoordinated. The customer states that she did not do anything to treat her symptoms. At 5:00 pm the customer's husband called the emt's. The emt's arrived "within a few second's" and received a blood glucose result of 600 mg/dl on their meter. The emt's treated the customer with an IV of sugar water and IV fluid. The customer was transported to the hospital. The customer arrived at the hospital 20 minutes later; the blood glucose result obtained at the hospital was 200 mg/dl. The hospital treated the customer for high blood sugar, but the type of treatment given was unknown. Customer states that while she was in the hospital she did a comparison with her blood glucose device and the hospital's device. On (B)(6) 2017 customer reportedly received the following results on her aviva meter, compared to a professional meter, within 10 minutes: 61 mg/dl (aviva) and 200 mg/dl (hospital's meter). The customer was discharged from the hospital on (B)(6) 2017 at 5:00 pm. On (B)(6) 2018 at 2:00 pm the customer received a blood glucose result of 40 mg/dl on her aviva (45502894418) system. At 4:00 pm the customer experienced symptoms of feeling dizzy, disoriented, and she passed out. The customer's husband called the emt's. The emt's arrived "within 2-3 minutes" and received a blood glucose result of 600 mg/dl on their meter. The emt's treated the customer with an IV. The contents of the IV were unknown. The customer was transported to the hospital. At the hospital the patient's blood glucose result's were 200 mg/dl and 300 mg/dl. The customer was treated with an IV of insulin and was in the ICU for 3 days. The customer was discharged from the hospital on (B)(6) 2018 at 5:00 pm. The customer states that she was using the same vial of test strips for both events. The lot number was not provided at the time of the call. Return of the suspect device was requested for evaluation. On 3/13/2018 we obtained additional information from the customer regarding the second incident that occurred on (B)(6) 2018. The customer stated that she fell and hit her head knocking out her teeth and that she had a fractured nose from the fall. She stated that she now gets headaches on occasions from the fall, and she has to get another MRI. Customer reported that the incident occurred at 9:00 pm. Husband had to call an ambulance. Customer was unconscious at the time the ambulance arrived. The readings off of the ambulance meter was "600 mg/dl and something". The emt meter reading was obtained within 15 minutes from a reading of 65 mg/dl on her aviva system. After she got to the hospital, her blood sugar had gone up to the 700's mg/dl range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that the blood glucose device gave lower than expected readings during two hyperglycemic events. On (B)(6) 2017 at 4:00 pm the customer received a blood glucose result of 78 mg/dl on her aviva ((B)(4)) system. The customer experienced symptoms of feeling dizzy and being uncoordinated. The customer states that she did not do anything to treat her symptoms. At 5:00 pm the customer's husband called the emt's. The emt's arrived "within a few second's" and received a blood glucose result of 600 mg/dl on their meter. The emt's treated the customer with an IV of sugar water and IV fluid. The customer was transported to the hospital. The customer arrived at the hospital 20 minutes later; the blood glucose result obtained at the hospital was 200 mg/dl. The hospital treated the customer for high blood sugar, but the type of treatment given was unknown. Customer states that while she was in the hospital she did a comparison with her blood glucose device and the hospital's device. On (B)(6) 2017 customer reportedly received the following results on her aviva meter, compared to a professional meter, within 10 minutes: 61 mg/dl (aviva) and 200 mg/dl (hospital's meter). The customer was discharged from the hospital on (B)(6) 2017 at 5:00 pm. On (B)(6) 2018 at 2:00pm the customer received a blood glucose result of 40 mg/dl on her aviva ((B)(4)) system. At 4:00 pm the customer experienced symptoms of feeling dizzy, disoriented, and she passed out. The customer's husband called the emt's. The emt's arrived "within 2-3 minutes" and received a blood glucose result of 600 mg/dl on their meter. The emt's treated the customer with an IV. The contents of the IV were unknown. The customer was transported to the hospital. At the hospital, the patient's blood glucose result's were 200 mg/dl and 300 mg/dl. The customer was treated with an IV of insulin and was in the ICU for 3 days. The customer was discharged from the hospital on (B)(6) 2018 at 5:00 pm. The customer states that she was using the same vial of test strips for both events. The lot number was not provided at the time of the call. Return of the suspect device was requested for evaluation.